Manufacturer narrative:
The investigation for the reported priming issue has been completed. "Purge system open" alarm reported. It was observed that the purge fluid was not moving into the purge side arm. Data logs were not returned. Upon evaluation of the product, there were no visual abnormalities and the priming issue did not reproduce. There was no problem found as the root cause of the priming issue. Added- d9 device return date corrected d1/d2 brand name, common device name d4-updated model number in accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported a 76-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during priming the impella was attached to the aic (automated impella controller) when a purge system open alarm occurred. The purge fluid was not moving into the purge side arm. Due to concern for the patient a new impella cp and aic was used successfully. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.